Event description:
Customer says that she emailed the first time this happened, and it happened again. Customer says the bristle bundles on the left hand side along with a metal piece that is about the size of the tip of a toothpick, about 6 or 7mm long and a light gold colour broke off the brush. The metal piece is very sharp and customer is very concerned that her daughter could have gotten cut, especially now that this has happened twice.

Manufacturer narrative:
This event occurred in (B)(4). This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported because there is a possibility that toothbrush bristles may require medical intervention in order to remove them.